Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: two photos were provided for evaluation. One photo shows syringes and what it looks like needle assemblies; these products are in their own packaging blister. The other photo shows what appears to be a packaging plastic with the (B)(6) language with a white piece of material. The analysis performed by roche is not conclusive as to what is the origin of the silicone-based material. The silicone used to lubricate the syringe is medical grade. During the syringe assembly process, a lubricant is applied to the syringe barrel. From the report provided by roche, it is not conclusive the foreign material source. Based on the investigation and photo analysis, the symptom reported by the customer can¿t be confirmed. A device history review could not be completed as no batch number was provided. Complaints received for this device and reported condition would continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for the identification of emerging trends. Investigation conclusion: based on the investigation and photo analysis the symptom reported by the customer can¿t be confirmed. Lot# is unknown. A device history review could not be completed as no batch number was provided. Root cause description: during the syringe assembly process a lubricant is applied to the syringe barrel. From the report provided by roche it is not conclusive that it is the foreign material source. Rationale: a review of the applicable fmea/peura (rm832) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that "an agglomeration of protein with a silicon based compound" was found in the bd luer-lok¿ tip syringe before use, after dissolving "kadcyla vial 160mg in saline", and injecting it into the saline bag. The following information was provided by the initial reporter: on may 27, 2020, the cancer center requested the distributor to investigate a fm complaint found after the anti-cancer drug kadcyla vial 160mg preparation, bd luer lok syringe and needle of vaccine company were used for anti-cancer drug preparation. (After dissolving kadcyla vial 160mg in saline, injected it into the saline bag.) "Having analysed the sample we will confirm the complaint as an agglomeration of protein with a silicon based compound. This may come from the products used for siliconization of the vial/stopper, or it may come from the syringes/transfer devices used locally."